Event description:
Procedure: sigmoidectomy. According to the reporter: staples did not form properly. The surgery was converted to an open procedure. The surgeon realized that the staples had not closed in one side of the tissue when they removed the instrument. Surgery time delay was reported as two hours. The patient was transferred to ICU.

Manufacturer narrative:
Initial report sent to FDA on 10/12/2009.